Manufacturer narrative:
Patient information was not provided a review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The involved device has been received at livanova USA inc for investigation. Investigation is ongoing. If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report.

Event description:
Livanova USA inc has been informed that during a procedure, the distal end luer lock of the aortic root cannula separated from the rest of the cannula and blood was spayed over the drapes and the pump. There is no report of any patient/user injury.

Manufacturer narrative:
One aortic root cannula was returned for investigation. The returned cannula was inspected, and the luer connector that is intended to be attached to the end of the needle, was found to not be adhered and was loose in the return bag. The separated luer connector was found to have sufficient uv bonding compound on the bottom of the connector. The needle was placed in the luer connector and found the needle fit loosely in the luer suggesting the bonding compound applied to this connection was not sufficient to retain the trocar needle in the connector. A review of the DHR did not identify any deviation, non-conformity or material issue relevant to the reported failure. Livanova investigation confirmed the reported disconnection. Livanova believes the disconnection was ascribable to an operator error while distributing of adhesive between connector and needle. A dedicated session of training will be performed with the manufacturing operators involved in the production of cannulae aortic root cannula. This type of failure has a low probability to cause a risk for the surgeon while removing detached guidewire cause. The failure it is not likely causing any serious injury to patient if it were to reoccur.